Event description:
While turning the patient, there was a significant drop in the patient's blood pressure. This required emergent actions, and the physicians were notified and brought to bedside. Medications were administered and were titrated to increase the patient's blood pressure. While placing a backboard underneath the patient, blood was discovered under the patient's back. Upon further investigation, it was found that the IV tubing connected to the patient's rij [right internal jugular] cordis was severed. The medications the patient was receiving to maintain their blood pressure were administered through this line. Due to the disconnection, the patient was not receiving the medications and experienced blood loss from the severed line as well. The severed IV tubing was promptly replaced.